Event description:
It was reported the implantable neurostimulator (ins) was in an overdischarged state. The patient had not recharged her ins for approximately one year. The manufacturer representative was unable to get any readings with the clinician programmer due to the overdischarge. The ins was "jump started" after 60 minutes and the patient was sent home to recharge, but the battery went back into over discharge very quickly. The patient was unable to charge, jump start, or use the system and experienced pain. The patient was seen again on (B)(6) 2012 to "jump start" and attempt to recharge. The ins was "jump started" three times and would not hold a charge. Ins replacement was discussed with the physician. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3487a-33, lot# j0104230v, implanted: (B)(6) 2001. Product type: lead: product ID 3487a-33, lot# j0110825v, implanted: (B)(6) 2001. Product type: lead. (B)(4).